Event description:
The device system was returned with no information.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11044r51, implanted: (B)(6) 2002, product type: catheter. Product ID: 8711, lot# j11044r51, implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis of the pump found no significant anomaly, there was ¿s1¿ assumed normal battery depletion in regards to the battery. Analysis of the catheter found a hole in the catheter body caused by deep abrasion. The abrasion was deep enough that it breached the lumen and leaking was seen during pressure testing. Crack lines were also seen on the catheter body that did not breach the lumen. A slice/cut and abrasion was seen on the connector as well.